Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion and crease fold. Leak test was performed and found openings on posterior. A microscopic analysis was performed which identified a crease (smooth) opening on posterior and an opening (striated) in the posterior. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a crease (smooth) opening on posterior due to aa fold (flaw) opening, and a striated edge opening on posterior side due to surgical damage.

Event description:
Device was explanted.